Event description:
2 units involved and failed. Both ivus catheters were tested before entering the pt's body. Image quality was reduced and dark on the display screen. Unable to see content. Used alternative vendor's ivus technology/catheter (philips volcano - eagle eye).